Event description:
A customer in the united states notified biomérieux of a false positive cefoxitin screen result for (B)(6) in association with the vitek® 2 ast-gp67 test kit (ref 22226). The specific lot number was not provided by the customer. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was initiated following a customer report of a false positive cefoxitin screen result for staphylococcus aureus in association with the vitek® 2 ast-gp67 test kit (ref#: 22226 lot: 1320641203). The customer no longer had the isolate, so it could not be submitted for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolate could not be submitted for investigational purposes, no additional investigation could be completed. The vitek ® 2 ast-gp67 card, lot 1320641203, met final qc release criteria. This lot passed qc performance testing.